Manufacturer narrative:
(B)(4)

Event description:
It was reported that a vns patient was deceased. The cause of death is unknown to-date. Additional relevant information has not been received to-date.

Event description:
Follow-up from the treating physician provided the cause of death as respiratory distress/acute respiratory failure, and was unrelated to vns. The death certificate was received from the state and provided the cause of death was sepsis, due to acute respiratory failure as a consequence of status epilepticus. The approximate interval between the onset of the causes and death was days. No autopsy was performed and the manner of death was listed as natural. The patient was cremated.